Event description:
The user facility reported that the device ran in safe mode. Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device ran in safe mode.  Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.